Event description:
It was reported that prior to starting a da vinci si surgical procedure that the fenestrated bipolar forceps instrument was noted to not function through all the movements. The instrument reportedly did not spin as it should and was very stiff then loosened completely. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the nonconformance was non-intuitive motion. Failure analysis removed the housing to inspect interior. The grip cables showed signs of excessive residue residing around clamping pulley and corrosion to the bearings. The pulleys inside the housing showed brown chemical residue. The evidence was inconclusive, but the damages to the instrument were likely due to improper cleaning. The intuitive motion was not functioning due to a broken pitch cable found at the wrist. The clevis did not exhibit any damage or wear marks. The cable crimp remained in the clevis. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.